Event description:
It was reported that during revision the patient's blood pressure was within normal as well as in immediate post-op. However, after taking out all the tubes from the patient and just about leaving the operating room the patient became unstable (although bp was normal at this point) thus, she was brought to ICU and died after receiving medical intervention there for 3 days.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.